Event description:
A pt was admin intravenous therapy with intracath #24 in the right arm. Six hours later, when the nurse removed the 3/4 plastic needle remained in vein, pt was send for vascular surgery. The intracath was applied in medical office. Dr. Pending to give co the intracath info.